Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2018. The device was returned for ¿red led status flash and alarm sound¿. The +ve pogo pin did not present a significant resistance when pressed. This defect would account for the low battery warnings detailed in the history log, due to an intermittent battery terminal connection when a pad-pak was installed. The returned pad-pak was measured, and the battery voltages were found to be consistent with that of an expiry of may 2022 and would not have been low enough to trigger a low battery warning. The device successfully passed final unit test, h032-014-004, on the (B)(6) 2018. Therefore, this report concludes that the component failed after dispatch from heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red led flash and alarm sound. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red led flash and alarm sound. There was no patient involved in this event.